Event description:
Complainant alleged that while attempting to monitor a male pt, the device would mot power on. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corp. The malfunction was attributed to incompatible software being loaded onto the device. The customer rec'd the correct software and loaded it onto the device to resolve the malfunction.